Manufacturer narrative:
Update to initial MDR: model # sc-2366-30, sn (B)(4). The complaint was confirmed. Visual inspection revealed that the distal contacts were separated approximately 9 inches from the proximal end. X-ray inspection found cable breakages right before the distal contacts that are similar to fractures due to excessive tensile force. Aside from the separated distal contacts, no other anomalies were identified with the returned portion of the lead. The distal end portion of the lead was not returned as it was left inside the patient. The root cause of the lead fracture is unknown.

Event description:
A report was received that the patient was receiving inadequate stimulation. An x-ray confirmed that one lead was fractured. The patient underwent a revision and the physician replaced the lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-30, serial / lot # (B)(4), description: linear 3-6 lead, 30cm.

Event description:
A report was received that the patient was receiving inadequate stimulation. An x-ray confirmed that one lead was fractured. The patient underwent a revision and the physician replaced the lead. The patient was reportedly doing well following the procedure.